Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. The residual gas analysis test was unable to be performed due to damage which is believed to have been induced during revision surgery. The internal visual inspection revealed flooded and loose components. This is due to the damage that is believed to have been induced during revision surgery. The reported complaint of no lock could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. Due to the state of the device the root cause could not be determined. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.